Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced low pump flow which resulted in replacement of the device with a demise outcome. The patient cardiac arrested on the golf course. Cardiopulmonary resuscitation was performed, and the patient was shocked twice in field, arrived at the emergency department and was intubated. Electrocardiogram showed anterior st-segment elevation myocardial infarction. The patient was taken to the catheterization lab for percutaneous coronary intervention. Post left anterior descending artery stent for 95% lesions, the diagnostic sheath was exchanged for 14fr x 13 cm peel away abiomed sheath. The pigtail catheter was advanced to left ventricle with 0.035j wire. The guidewire was exchanged for 0.018 abiomed wire, pigtail removed and impella advanced to left ventricle. Cardiopulmonary resuscitation was being administered during this time. The pump was turned on but was only able get flows of 2l and was getting suction at performance level p-4. The patient regained blood pressure; on levophed at max dose. Hung epinephrine, patient pressure increased to around 60 mean arterial pressure. Troubleshooting low flows and suction, the position was checked under fluoroscopy, repositioned the device with no resolution of flow. Echocardiogram was completed; images were challenging. However, the physician did not feel the right heart was an issue. There was a small effusion. The physician felt all options were exhausted and the mean arterial pressure dropped to 40. Therefore, the physician decided to explant and replace the impella cp device due to low flows. The second impella cp was inserted. The pigtail catheter was advanced to the left ventricle, abiomed 0.018 wire advanced, the pigtail removed, and the new impella cp was advanced and placed. The pump was turned on and the same low pump flow issue occurred with flow. Flows was unable to go above 1.5l, CPR was started due to mean arterial pressure dropping into the 30¿s. Doctor went to speak with family. Code protocol followed. The pump was turned on and off multiple times to see the underlying pressure. After speaking with family, the decision was made to turn on pump and the patient remained in pulseless electrical activity and expired. The treating physician commented that he suspected the patient might have had a pulmonary embolism and that the team was unable to get enough flow from the right heart. Medical safety reviewed the event and noted there is not enough evidence, however, to exclude impella cp device pump 1 as an associated factor in the patient's outcome. There was low pump flow for reason that is unknown and delay in needed therapy initiated, resulted with impella cp device pump 1.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two device manufacturing reports associated with this event. Refer to initial medical device report for the impella cp device (pump 2) serial number (B)(6) with date of event 19-feb-2025 and identifier ending in (B)(4).